Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. On the same day as onset, the patient was hospitalized for the event. The patient was treated with vancomycin (dose, frequency, duration and route not reported) for the peritonitis. At the time of this report, antibiotic treatment was ongoing. The patient was discharged from the hospital after five days and was reported to have recovered from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.